Event description:
Ventilator alarming patient disconnect. Patient was having an increased resp rate. Pt ambued, no change in pt's sat; ventilator changed. Alarm recurred and suction catheter was noted to be stuck in the on position.